Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Anxiety/product/procedure: unable to confirm as it is a medical event not rlated to the device. Additional observations: deformation observed. Crease flat observed. Yellow particles on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Patient's representative reported right side "various (unspecified) complaints." Later healthcare professional reported capsular contracture baker grade unknown, removal due to the recall, and "extreme physiological strain on the patient." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient's representative reported right side "various (unspecified) complaints." Later healthcare professional reported capsular contracture baker grade unknown, removal due to the recall, and "extreme physiological strain on the patient." The device has been explanted.